Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen, dilaudid, and bupivacaine via an implanted pump. The patient¿s concomitant medications were tizanidineand other unknown meds. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the pump was interrogated by the healthcare professional at the office and it said terminal event has occurred in the pump, eos (end of service) occurred, stopped pump period may exceed tube set, and eri (elective replacement indicator) occurred with a schedule to replace the pump by date of (B)(6) 2017. No patient symptoms were noticed. The patient was taking oral medicines including tizanidine. No actions/interventions were taken because the patient was taking oral meds and it was unknown if the pump would be replaced or not. The physician was planning to manage the patient on oral meds. The issue was resolved. The patient status was reported as ¿alive; no injury¿. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.